Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus pressure rated extension set with removable needleless connector had separated. The following information was provided by the initial reporter: primary IV tubing became disconnected from IV extension set and IV fluid leaked all over the stretcher and onto the patient gown and bedding. This is the second time I have seen this happen with this type of IV extension set where the primary IV becomes accidentally disconnected. Product name and/or catalog number: bd max plus pressure lot number or serial number: n/a any injuries and/or harm? No IV extension set is as follows: bd max plus pressure rated extension set with removable clear needleless connector. (B)(4).